Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The patient contacted animas on (B)(6) 2013 reporting that the box next to the prime and fill cannula are empty even when the patient has primed. The patient stated the loss of prime warning did not occur. The patient reported that this happens when she does a routine set/cartridge change. She stated that currently the box is filled in. There is no reported adverse event with this complaint. This report is made based on the allegation of the history settings issue.

Manufacturer narrative:
Device evaluation follow-up #1 submitted (B)(4) 2013: the device was returned to animas and evaluated by product analysis on (B)(4) 2013 with the following results: unable to duplicate the complaint during the investigation .successfully performed a rewind, load, prime and fill cannula ezprime sequence with no issues. All of the boxes on the ezprime screen were marked white and completed. An 1 unit per hour basal program was exercised in the pump for a 24 hour duration period; no issues occurred during this time period. At the end of the duration test the ezprime boxes were still marked as white and completed a small crack at the threads of the battery compartment was observed. The returned battery cap has stripped threads. It was unable to attach to the pump. A test cap was used to complete investigation.